Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the alarm. Additionally, a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. A new cartridge was loaded successfully and insulin delivery was resumed. There was no reported impact to the customer's blood glucose level.